Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the large suture cut needle driver instrument was found to have broken wires. A back up instrument of the same kind was used, and the procedure was completed with no reported injury. On (B)(6) 2024, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was checked before the case started and the instrument was used for a while during the case. There was no problem before the wire broke. The issue occurred during a low anterior resection. There was no collision with any equipment and there were no any issues related to opening/closing of the grips nor any issues related to left/right (yaw) motion of the grips. In addition, there were no any issues related to up/down (pitch) motion of the wrist. There was no problem at the distal end before the incident. A wire broke during the incident and it was a protruding cable(s) that controls opening/closing of the jaws. It was not protruding cable(s) that controls up/down motion of the wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.